Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is stuck at 00:00. Review of the system log file identified the malfunction of flexvision pc and failed to initialize all grabber card error. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The defective flexvision pc was returned to philips for further analysis. The analysis identified the memory failure in flevision pc. The philips engineer replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up. The system was outside of clinical use. No harm has been reported to philips. The philips field service engineer (fse) replaced the flexvision pc, reinstalled the software and returned the system to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint and through the course of the investigation, it was identified that the event occurred on the (B)(6) 2024. According to the additional information acquired the system was outside of use at the time of the reported event. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed error with the frame grabber in the flexvision pc which can result in the system not being able to complete the startup sequence. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). The fse replaced the flexvision pc and installed the software, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.